Manufacturer narrative:
The tests on archival sample were performed for compliance with the parameters established in product specifications. No defects or other nonconformities were found. The tests on customer sample were performed for compliance with the parameters established in product specifications. The defects under complaint were not confirmed in the sample from customer. The defect was caused by user, because user do not follow instructions for use according to disassembly pen needle from pen injector.

Event description:
Customer is having an issue with the needles bending. He also stated he has to press very hard for the needles to penetrate his skin.